Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a small volume intermate was missing. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.